Manufacturer narrative:
Although it is unknown if the device led to the event, we are filing this report for notification purposes. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Procedure: extralaryngeal-anterolateral it was reported that on (B)(6), post-op, auto-fusion was noted at c3-c4, c4-c5, and facet arthroplasty at c2-c3. During follow-up, patient underwent facet blocks at c3-c4, c4-c5, c5-c6, c6-c7 but could not find relief. The patient had some symptoms since 60 months post-op. Reportedly, nothing is working for pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had facet blocks included c2-c3, left. The investigator made the following correction in the previous reported information. "Remove facet blocks at c4-5 left. Add facet blocks at c2-3 left."